Manufacturer narrative:
The device was returned to olympus (B)(4) for evaluation. The evaluation found crack on the plastic distal end cover. The bending section cover was separated and scratched. Additionally, the insertion tube and protector surface were damaged. There were cosmetics scratches on the device. The device failed the leak test due to a biopsy channel leak noted during the inspection of the device. The investigation was found to be wear and tear due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera ii bronchovideoscope to the service center due to broken distal end. Upon inspection and estimation of the returned device, it was observed that the device deteriorated with peeling of the coating from the insertion section. This report is being submitted for the even found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the reported event was due to physical stress, chemical stress, storage environment or the like that is against instructions for use (IFU). Other device issues found were: light guide bundle broken; bending section cover glue was separated; scope connector corroded; UDI label worn. The instruction manual identifies the following related verbiage: ¿preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ user can reduce/prevent occurrence of suggested events by handling device in accordance with the following IFU statement: ¿important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual; general policy: precautions: warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found.¿ user can properly detect the event by handling device in accordance with the following IFU statement: ¿storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.